Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. It was reported that detached sensor wire occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.